Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log did show evidence of poor pad contact between the electrode pads and the patient's skin. Additionally, information obtained from the customer during the investigation indicated that the patient was sweaty, hairy and that no preparation of the skin was performed. Based on the activity log and information obtained from the customer, this may indicate poor coupling of the electrode pads to the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation and no clinical data was available for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.